Event description:
The pt reported that the "up" "down" and "ok" keypad buttons have to be pressed multiple times to elicit a response from the keypad. The rptr denies damage to the keypad or exposure to moisture or cleaning products.

Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad appeared to be intact with no lifting or peeling. The "up" "down" and "ok" keypad buttons were intermittently responding and required excessive force to activate. The keypad was removed and the "up" "down" and "ok" key contacts became inverted when pressed and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.